Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The returned device was able to be disassembled using the relevant implant removal technique. The investigation determined that the blade may have been tightened too much causing the device to jam. Visual inspection noted the extraction instrument was slightly damaged and had visible organic residues. Reviewing the manufacturing and material document shows no deviation to the specification. No product fault could be detected. The investigation determined the event to be indeterminate. Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
Existing proximal femoral nail antirotation (pfna) blade was removed from the patient with the extraction screw for pfna blade. The surgeon was not able to disconnect the blade from the extraction screw in the sterile field. Consequently the pfna blade is still attached to the extraction screw of pfna blade. This is report 1 of 1 for this event, complaint (B)(4).

Manufacturer narrative:
Previous initial (B)(4) was submitted in error since (B)(4) is a duplicate of (B)(4).